Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's power management board and oxygen blending module board were replaced. The device once again, failed a test step during testing. The device's power management board and oxygen blending module board were replaced again. The device continues to fail a test step during testing. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. During the re-evaluation of the device at the manufacturer's service center, the device's oxygen blending module board and device's oxygen blending module gasket kit were replaced. Additionally, not related to the issue the device's active exhalation control module was replaced due to damage.

Event description:
A ventilator was returned to the manufacturer. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's power management board and oxygen blending module board were replaced. The device once again, failed a test step during testing. The device's power management board and oxygen blending module board were replaced again. The device continues to fail a test step during testing. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.